Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced an m41 patient sensors too high warning during drain 1 of 6 of treatment. The patient indicated they had a drain of 13058 ml during drain 1 of treatment. A review of the patient¿s treatment records identified that this drain volume is 687% of the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue treatment and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient and pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient and pdrn confirmed treatment was completed using the cycler or by using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with pd therapy without issue.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced an m41 patient sensors too high warning during drain 1 of 6 of treatment. The patient indicated they had a drain of 13058 ml during drain 1 of treatment. A review of the patient¿s treatment records identified that this drain volume is 687% of the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue treatment and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient and pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient and pdrn confirmed treatment was completed using the cycler or by using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records. It was also reported the patient experienced an m41 patient sensors too high warning during drain 1 of 6 of treatment. The patient indicated they had a drain of 13058 ml during drain 1 of treatment. A review of the patient¿s treatment records identified that this drain volume is 687% of the patient's prescribed fill volume of 1900 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue treatment and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up, the patient and pdrn confirmed the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient and pdrn confirmed treatment was completed using the cycler or by using continuous ambulatory peritoneal dialysis (capd). The patient is continuing with pd therapy without issue.